Event description:
During use of the device for a cardiopulmonary bypass procedure, the perfusionist reported that a failure occurred on the arterial side of monitor. During final check before bypass, the monitor displayed an "f0a0" failure. The monitor was shutdown and rebooted, and it returned to its proper function. During the procedure, the unit failed and went into venous info only (hematocrit and hemoglobin and venous saturation). The perfusionist exchanged the device and completed the case. There were no injuries, blood loss, or any other problems. The surgery was completed without any complications to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.